Event description:
It was reported that pump displayed malfunction alarm with code malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset using available fault information, did not experience repeat malfunction after reset, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.